Event description:
Hill-rom received a report from a hill-rom technician stating brakes are not working properly. The bed was located at the account on the 4th floor. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the hex rod screws broke off causing the brake bar to shift. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the head and foot end hex rods to resolve the issue. Based on this information, no further action is required.